Event description:
The following was reported to gore: on (B)(6) 2014, the patient underwent endovascular treatment of a thoracic aortic aneurysm using gore® tag® conformable thoracic endoprosthesis. On an unknown date in (B)(6) 2019, a non-gore stent graft (valiant) was implanted in the same position of the gore® tag® conformable thoracic endoprosthesis. On an unknown date, a follow-up exam revealed a proximal type I endoleak and an aneurysm enlargement (amount unknown). On (B)(6) 2021, the patient underwent reintervention. A non-gore stent graft was implanted proximally with 1 debranch bypass. The patient tolerated the procedure.

Manufacturer narrative:
H6: code 3331 added as phr investigation was completed. H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications; h6: code 22 ¿ according to the gore® tag® conformable thoracic stent graft instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak.